Event description:
It was reported patient had left knee instability shortly after her surgery, tibial loosening; replaced tibia. Used 5mm tibial wedges and stem.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report.